Event description:
The fixator was applied in 2005. It subsequently loosened. Pt sustained a loss of reduction. Md removed fixator. Performed second surgery to realign fracture and apply plate and screws.